Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead impedance had slowly increased. High capture threshold was also noted. Programming changes were suggested. The patient will continue to be monitored.

Event description:
New information received indicates that insulation damage and noise were noted on the lead. The lead was explanted and replaced. The patient was stable.